Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav and before the operation, the shaft of the catheter was found damaged when the package was just opened. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, anchor of the catheter was observed. However, no physical damage was observed on the images provided, therefore the reported issue cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number 31592921m and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav and before the operation, the shaft of the catheter was found damaged when the package was just opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-jul-2025. As such, g 3. Date received by manufacturer has been updated. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A microscopical inspection of the device was performed at the tip area and no damage or anomalies were observed. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).